Event description:
Patient was revised to address loosening of the stem, sleeve, and femur (right side). Osteolysis was also reported.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.